Manufacturer narrative:
Lot number has been provided. Therefore, section d.4 lot, d.4 expiration date, and d 4. Primary UDI number, and h 4. Device manufacture date have been updated. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a vizigo sheath and during the transseptal puncture, the doctor indicated that it was difficult to access the left atrium with the sheath, as he felt there was too much resistance. Subsequently, the sheath was changed, and the procedure was carried out without any problems. There was no harm or consequence to the patient. After the procedure, the sheath was examined and the tip of the sheath was very soft and likely retracted back at the septum, which prevented the sheath from being advanced into the left atrium.

Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the tip of the vizigo sheath was observed bumped, this condition could be the result of the resistance issue reported by the customer; however, this cannot be conclusively determined. The lot number was not provided; therefore, it is not possible to perform a device history record evaluation. The customer complaint was confirmed based on the picture received. The device has not yet been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a vizigo sheath and during the transseptal puncture, the doctor indicated that it was difficult to access the left atrium with the sheath, as he felt there was too much resistance. Device investigation details: visual analysis revealed that the tip of the sheath was bumped. A dimensional inspection was performed on the tip and it was found within specifications. A device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The intracardiac resistance was confirmed, as the tip damage may be a result of the failure reported. The bumped tip could be related to a potential skin incision size relative to the sheath during the procedure or the manipulation of the device before or during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) of the device contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).